Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33187. It was reported that patient was hit by a garage door and experienced ineffective therapy. Diagnostic testing revealed high impedance on one lead and that the lead had migrated. Surgery occurred to address the issue and it was found that the lead was fractured in half. During the surgery, the lead was explanted and replaced to address the issue. It is unknown which lead is related to the issue so all suspected leads are being reported. During the same surgery, the ipg went through a reset as documented in manufacturer report number 1627487-2020-48778.